Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device is included in that field action. Based on the information provided and without the return of the product, it could not determine this device performed as described in that field action. (B)(4).

Event description:
It was reported that the patient died approximately one month after the implant of their implantable pulse generator (ipg). It was noted the patient died of ventricular fibrillation due to infection. The source of the infection is not known. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.